Event description:
Walkmed infusion pump tubing leaked at connection site. Multiple incidents. Multiple incidents. Multiple incidents have occurred with patients in a homecare setting and the hospital.